Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath-small was defective as flowback of blood through the valve was observed. No patient consequences were reported. There's no report of hemodynamics disruption nor interventions required. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and irrigation test of the returned device. Visual analysis of the returned sample revealed it was found in good conditions, hemostatic valve was found in good conditions, also reddish material was observed in the vizigo sheath. Device was connected to cool flow pump to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed and no internal action was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Additionally, the manufactured date and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On(B)(6) 2021, biosense webster inc. Received information indicating the event date was (B)(6) 2021. As such, field b3. Event date has been populated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-small and a hemostatic valve separation occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath-small was defective as flowback of blood through the valve was observed. No patient consequences were reported. There's no report of hemodynamics disruption nor interventions required. With the available information, this won't be considered a patient adverse event but a product malfunction for hemostatic valve-separation as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve.